Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.

Event description:
The pt was implanted with an ams monarc sling on (B)(6) 2005. It was reported that the pt began "experiencing recurrent pelvic pain, erosions, and recurrent infection of the tissue around the mesh." In (B)(6) 2010, the pt underwent surgery to remove the mesh, as well as revisionary surgery, and vaginal reconstruction.